Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Event description:
Complainant alleged that during functional testing, the device displayed "defib fault 72", "defib disabled", and "pacer disabled" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.